Event description:
A system 1000 hemodialysis instrument had fluctuating conductivity values during biomed testing. The instrument did not alarm to notify the customer of this incident. There was no pt injury or medical intervention reported in association with this incident, as there was no pt connected to the instrument at the time of the incident. The customer was advised to check for a missed end of stroke sensor or flow problems.